Manufacturer narrative:
(B)(4). Concomitant medical products- part:00801803202, name: femoral head. Sterile product do not resterilize 12/14 taper lot:63278174. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed that the head and ring show dings while the liner exhibits damage. Dimensional analysis of the head found no deviations from the print specifications. Impingement witness marks on the constraining ring were noted. Also, it was noted that the patient was involved in a trauma which may have led to the impingement marks. Device history record (DHR was reviewed and no discrepancies were found relevant to the reported event. Investigation results concluded the most likely root cause of the event is the reported trauma leading to the dislocation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient underwent a right hip revision procedure approximately three (3) months post-implantation due to dislocation as a result of trauma.